Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to have a damaged lens and a slightly bubbled dso seal. Device underwent functional testing, and the reported customer complaint was confirmed. The pump was noted to be slightly over infusing. The expulsor was trimmed to bring the infusion accuracy back to within specification. The problem source however was determined to be unknown.

Manufacturer narrative:
Additional information received that this event occurred during bench testing and there was no patient involvement.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to have a damaged lens and a slightly bubbled dso seal. Device underwent functional testing, and the reported customer complaint was confirmed. The pump was noted to be slightly over infusing. The expulsor was trimmed to bring the infusion accuracy back to within specification. The problem source however was determined to be unknown.

Event description:
Information was received indicating that a smiths medical cadd-solis ambulatory infusion pump failed a volumetric accuracy test. No adverse effects were reported.